Manufacturer narrative:
Based on review, this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy. The first firing on the duodenum was successful. On the second firing, the powered handle did not react and the display screen blacked out. The adapter was reconnected to the reload, but the device still did not react. The handle was connected to the charger, but the device still did not react. Another device was used to complete the procedure. No patient injury or extension in surgical time. Patient status is no problem.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy. The first firing on the duodenum was successful. On the second firing, the powered handle did not react and the display screen blacked out. The adapter was reconnected to the reload, but the device still did not react. The handle was connected to the charger, but the device still did not react. Another device was used to complete the procedure. No patient injury or extension in surgical time.